Manufacturer narrative:
Reliability analysis inspected 1 sealed enlite sensor analysis not required for sealed sensors due to sensors being expired . Inspected 4 opened and used enlite sensors and performed visual inspection and found 3 of 4 sensors cannula retracted to other side of sensor base. Found all 3 cannulas to be damaged and broken, broken parts are missing. Unable to confirm customer received sensor in said condition due to customer returned opened and used. One remaining sensor performed bicarbonate buffer test per. Sensor passed per specifications, with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened and used.

Event description:
The customer reported via phone call that the sensors are not adhering to the site of insertion and customer's body. The customer also indicated that two sensors detached from the insertion point on the third day of use. Customer's blood glucose was unknown at the time of incident. The customer was advised that the sensors would be replaced and to return the product for analysis. No further information was provided.